Event description:
It was reported that while running bd facscanto ii cytometer 4/2/2 sys ivd leaked waste. There was no user impact. The following information was provided by the initial reporter: was the leak liquid or air? Liquid. Was the leak contained within the instrument (if not contained, go to question #3. If contained, no further questions required.) Not contained. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4) no. What was the fluid that leaked? (If non-biohazard, no further questions required. If biohazard, go to question #5) unknown. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). Problem statement: customer reported a complaint about a waste leakage not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2020 to date (B)(6) 2021. Complaint trend: there are 12 complaints related to the issue of a waste leakage not contained within the instrument. Date range from (B)(6) 2020 to date (B)(6) 2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6) , file #(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of biohazard leak not contained within the instrument was due to worn waste couplings. The customer had initially reported a leakage within the wetcart and an fse (field service engineer) was dispatched onsite. The fse confirmed the issue and replaced the shutdown and facsflow line couplings (pn 34352907, 336978). After the repair, the fse verified that the instrument was no longer leaking and tested the performance of the instrument with csts. No parts were requested for evaluation as none of the replaced parts were returnable, and the instrument was confirmed to be functioning as expected. Although the leakage of biohazard poses the risk of contamination, the customer confirmed that they did not come in contact with the leaked fluid and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus did not significantly increase the risk of exposure. This instrument was being used for clinical diagnoses but the results gathered during the incident did not affect the treatment of a patient. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4) , case # (B)(4); install date: (B)(6) 2009. Defective part number: 34352907 - coupling insert hose barb 1/8 ID service; 336978 - coupling pnl-mt shutoff 1/4-tube org-ppl; 644254 - manifold ll3vm2 wetcart. Work order notes: subject / reported: 338962 - bd facscanto ii cytometer 4/2/2 sys ivd. Problem description: the equipment has a leak in the cart. Work performed: replacement of shutdown and facsflow line couplings, verification of no leaks in the cart, verification of equipment performance with cst's ok. Equipment operating within manufacturer's specifications. Cause: leaking couplings. Solution: replaced leaking components. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part #338960-04ra, rev. 1/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in (B)(4) rev. 12/vers. J, whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes; no. Item: 4. Quick disconnect. Function: 4.1 connects tubing to filters and fluid tanks. Potential failure mode: 4.1.2. Not connected. Potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wetcart. Potential cause(s) / mechanism(s) of failure: pressure buildup in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. Current controls: user observation of leak. Recommended actions: 1. Install bypass regulator to limit pressure. 2. Replace knf pump by hargraves pump. Sev: 8; occ: 4; det: 1; rpn: 32. Mitigation(s) sufficient: yes; no. Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to worn waste line couplings. Conclusion: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to worn waste line couplings. The fse confirmed the issue and replaced the shutdown line and facsflow line couplings and verified that the instrument was no longer leaking. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd facscanto ii cytometer 4/2/2 sys ivd leaked waste. There was no user impact. The following information was provided by the initial reporter: 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument (if not contained, go to question #3. If contained, no further questions required.) Not contained. 3. Was there spray of liquid? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4) no. 4. What was the fluid that leaked? (If non-biohazard, no further questions required. If biohazard, go to question #5) unknown. 5. Did biohazard leak before or after waste line? (If before waste line, go to question #7. If after waste line, go to question #6) after waste line. 6. Was the waste mixed with decontamination or bleach? (If no, go to question #7. If mixed with decontamination, no further questions required.) No. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, go to question #8. If no contact, no further questions required.) No. Physical contact includes: clothing, skin, mucous membrane (e.g. Inhalation), and non-intact skin.